Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 12mmol/l. The customer went into the pool with his pump on. The customer stated that no visible fluid in the pump, blank dislay and was beeping. The customer was advised that we will send a same day swap replacement.